Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening. A leak test was performed and found opening on anterior. A microscopic analysis was performed which identified opening sharp in the plug strap disk shell. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the plug strap disk shell to an unidentified tear opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted and replaced.